Event description:
The lay reporter/wife contacted lifescan (lfs) in may 2006 alleging that her husband's meter would not power on. A medical affair specialist (mas) spoke to the reporter in may 2006 and obtained/verified the following information: the patient test his blood glucose once every 2-3 weeks. The last time he used the meter he received a reading in the mi 100's. The day before the date of event he felt dizzy; however, he did not test his blood glucose nor did he seek treatment. On the evening of the date of event around 6:00 pm he was dizzy and had blurry vsion. He sat down on a chair and became unresponsive. Dinner was not ready at that time of the incident and he had not eaten since lunch. His wife took the meter out to test him and and the meter would not power on. She then got her mother's meter (ultra meter) and supplies and tested his blood glucose on her meter and received a 23 mg/dl. She treated him with chocolate and contacted his physician and was advised to give him sugar water. She treated him with sugar water and retested him and received a 43 mg/dl. She took him to the ER an hour later and received a 63 mg/dl in the ER. The patient was treated with orange juice with sugar and was given a sandwich and soup. He was released around 11:30 pm that evening. His blood glucose prior to being released was 115 mg/dl. The patient had been using expired test strips and the battery was never replaced. Meter is approximately two years old. Meter did not power on when pressing down on the power button and when inserting the test strip into the meter. A customer care advocate (cca) was unable to troubleshoot with the lay reporter since she did not have a replacement battery. Cca sent the patient a replacement meter. The complaint is being reported because a medical professional treated the patient for hypoglycemia when his meter did not power on.